Manufacturer narrative:
Qn# (B)(6). The facility has communicated that the device is not available for evaluation. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 20 samples were taken from the current production p/n 544240 hemolok ml clips 6/cart 84/box, lot# 73a1900622, the samples were functionally inspected, and during the test issue reported clips broke during loading was not observed in the current manufacturing process. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73a1800246 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some clips got broken when the nurse loaded them onto the applier during a laparoscopic cholecystectomy. A new cartridge was used and a similar issue occured on the same patient. No clips fell into the patient. There was no patient injury.